Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the stored egms (electrograms) indicated that there was undersensing noted on both leads, the atrial lead and right ventricular (rv) lead, during episodes. Additionally, there were vt (ventricular tachycardia) non-sustained episodes and high rate non-sustained episodes. No intervention was taken for the atrial lead and the atrial lead remains in use. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.